Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead had an abrupt drop in impedance and was having pacing pauses due to oversensed noise. The rv pace/sense portion of the lead was capped and defib portion remains active.

Event description:
New information stated that the asymptomatic patient presented in the or for lead extraction. Externalized conductors were noted via diagnostic imaging. All electrical measurements were normal. Lead was explanted and replaced.